Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a malfunction of the device's flow sensor assembly was observed. The device's flow sensor assembly needs replaced to address the issue. There was evidence of physical damage.